Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe painful and permanent injuries, disability and impairment. Add'l info from the importer report: associated MDR: 1018233-2013-00263.

Manufacturer narrative:
(B)(4).